Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure in the non-calcified, non-tortuous, proximal left anterior descending artery, a non-abbott guide wire was advanced to the target lesion. A 3.0 x 12 rx trek dilatation catheter was advanced without resistance to the target lesion. As the balloon was inflated slowly, slipping of the balloon (watermelon seeding) was noted between 6-8 atmospheres. The physician inflated the balloon three times slowly (an atmosphere every 5 seconds); however, during all balloon inflations, the balloon slipped off the lesion between 6-8 atmospheres. The trek catheter was removed from the anatomy without resistance and a 3.0 x 12 non-abbott dilatation catheter was advanced to the target lesion on the same guide wire. Dilatation was performed successfully followed by successful deployment of a 3.5 x 18 rx xience v stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.